Manufacturer narrative:
Date of event: exact date unknown, event occurred about a year ago. Implant date: 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 19265787.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were explanted and were not returned. No further information has been obtained despite good faith efforts.